Event description:
It was reported that approximately three months post stent implantation, the patient experienced restenosis. Exact date of stent implantation is unk. Angioplasty was performed to treat the restenosis without any patient complications.

Manufacturer narrative:
For no allegation of malfunction or device non-conformance contributing to the reported event. Unk as the upn and batch numbers were no disclosed.